Event description:
Surgeon was performing laparoscopy using reprocessed ethicon husson trocar. As she sutured with suture tic, the plastic other parts on husson fell apart. Reason for use: menorrhagia.